Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remained in use. The lead later exhibited undersensing. The lead was reprogrammed and again remains in use. No patient complications have been reported as a result of this event.